Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Sleeve gastrectomy - "bleeding occurred lateral to the seal at the pyloric area in the omentum. Surgeon was able to control bleeding with additional activations. Bleeding occurred again lateral to the seal along the greater curvature of the stomach, and again lateral to the seal at the gastrosplenic ligament area in the omentum. Surgeon was able to control all bleeding with additional activations. Excess smoke plume was noted by surgeon up near the angle of his. (B)(4) is for internal documentation and correspondence with hospital is not required. No product credit or replacement is needed as surgeon was able to complete case with voyant." Patient status - patient is fine.

Manufacturer narrative:
Investigation summary: the event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. However, the device key was returned and engineering was able to review the device activation logs that are stored on a microchip within the device key. These logs indicated that the device successfully completed seal cycles as intended during the course of the procedure. Although the root cause of insufficient hemostasis could not be confirmed, applied medical is currently implementing appropriate corrective actions within a corrective and preventative action report to mitigate this type of event. Additional information requested and received. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional info received (B)(6) 2016: omentum tissue along the stomach, and as the surgeon progressed up the stomach he would 'hug' the stomach. So around the greater curvature it was omentum tissue but possibly had a little stomach tissue in the jaws as well. Unsure what size/thickness of tissue. In this case the surgeon experienced three instances of specific vessels in the omentum that bleed, down in the pyloric area, along the greater curvature of the stomach, and near the angel of his. The rest of the case he did have oozing observed on the stomach side of the seal. The surgeon noticed the first insufficient seal within the first 5-6 activations. Three times that vessels were noticed to not be sealed, and then had oozing on the stomach side lateral to the seal. No the jaws of the device was not cleaned during the procedure. The surgeon did not notice an improvement with hemostasis. Insufficient hemostasis was observed on proximal side of the seal, or as the surgeon states 'in the croctch of the jaws'. The jaws were not surrounded by fluid when the device was activated and the insufficient hemostasis was observed. No eschar buildup on the jaws when the insufficient hemostasis was observed. No generator alarms that interrupted the seal cycle when the insufficient hemostasis was observed. No patient vascular pathology. Unsure if anticoagulation medicine was given to patient.